Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a large native annulus (97 mm) with a larger left ventricular outflow tract (lvot), the valve dislodged into the lvot after deployment. The initial position at deployment was 5-7 mm but the post-deployment depth was reported to be 12 mm with moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, in a higher position reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.